Event description:
It was reported that the user experienced recurrent low glucose despite being high earlier in the day, returned from school with a blood glucose of 50 mg/dl, and had a prior severe low with a seizure during a recent evening; oral glucose was administered for treatment. Symptoms included hypoglycemia and seizure. Outcomes included the need for acute carbohydrate intervention without hospitalization. Investigation included troubleshooting with education and assignment for additional training, with a request for additional information from the customer. Investigation of this case revealed no device malfunction identified to date and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.